Event description:
It was reported that the customer has been experiencing high blood glucose levels (375-400 mg/dl). Customer uses humalog and changes her cartridge and infusion set every three days. She stated there was a bubble at luer connection and noticed that she had two sites on her body with only one connected to the pump.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novalog.